Manufacturer narrative:
Complaint lot search report reviewed; there are no other complaints for the reported lot. Batch documentation review / release results - no other medical events were reported for this lot. All batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations were reported during manufacturing of this lot that could cause the reported ae. The provided photo shows a device lot number. However, is not relevant for the investigation of this complaint. No complaint sample is available for investigation. Retention sample testing is not required based on assessment performed. As no manufacturing related issues were identified and no sample is returned, a conclusive root cause could not be determined. All batches are released according to the required specifications. Review of the lot complaint history, product specifications and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intra ocular lens implantation, the patient experienced corneal edema and had epithelialization. Procedure details and patient impact have not been provided. Additional information has been requested, none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).